Manufacturer narrative:
Other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter.

Event description:
Information received from a consumer regarding a patient receiving medication via an implantable pump for non-malignant pain and other chronic/intractable pain of the trunk/limbs. The consumer thought that the pump shifted where the catheter was.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.